Event description:
It was reported that the array did not deploy properly. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in a radiofrequency ablation procedure. During the procedure, a needle deployment failure occurred. When attempting to deploy the needle after the puncture, it did not open normally. The needle was removed. The needle size was changed to a 3.0cm x 15cm, and ablation was performed as usual. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the leveen superslim needle electrode was returned for analysis, and no damages were observed at the handle of the device. However, it was observed that the needle was bent. Functional testing was performed, and the handle extended and retracted; the needle/tines could be activated without any problems. The reported issue of the array not deploying properly could not be confirmed.

Event description:
It was reported that the array did not deploy properly. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in a radiofrequency ablation procedure. During the procedure, a needle deployment failure occurred. When attempting to deploy the needle after the puncture, it did not open normally. The needle was removed. The needle size was changed to a 3.0cm x 15cm, and ablation was performed as usual. No patient complications were reported.